Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon did a primary hip and usually uses actis. This patient had other side done with a corial, so the surgeon wanted to match up the other side and use corail. The surgeon broach up to an 18 corail and trialed a standard neck. He wanted the corail ka 18 stem opened, but it was expired on 2019-03. I told the surgeon it was expired and gave him other options, he told me to open the expired implant because that¿s what he wanted, knowing it was expired before hand. So the nurse opened the stem up to the field and the dr used it. Doe: (B)(6) 2019, left hip.